Event description:
The customer reported a loss of the cine/vascular modes. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and reseated. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.